Event description:
It was reported that the rv lead was replaced due to high impedance of greater than 2000 ohms. No patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff suffered physical and other injury as a result of the recalled lead including inappropriate shocks, fracture, severe emotional distress, and mental anguish. No further patient complications were reported as a result of this event.